Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg which resolved the issue.

Event description:
It was reported the patient ((B)(6)) lost stimulation and the patient programmer is displaying an error code. Troubleshooting attempts to reprogram with a replacement and the patient's programmer were unsuccessful due to the error code. In turn, the physician has decided to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.